Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right fallopian tube toward the uterus / essure coil embedded in uterine serosa at right cornu') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and thrombocytopenia. Current weight (B)(6). Concurrent conditions included morbid obesity, gallstones, anxiety, depression, bipolar I disorder, gerd, uterine prolapse, bowel sounds abnormal, anesthesia, anemia, lower abdominal pain, cervicitis, hyperplasia endometrial and emesis. Concomitant products included ethinylestradiol; levonorgestrel (aviane) from (B)(6) 2018 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, urinary tract infection, vaginal infection, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2018: fallopian tube, right, salpingectomy: - no histopathologic abnormality - essure coil embedded in uterine serosa at right cornu (gross examination only) fallopian tube, left, salpingectomy - no histopathologic abnormality - luminal essure coil (gross examination only). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: -migraines, pelvic pain, dyspareunia, nausea,abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2019: pfs & mr received. Previously reported event ¿injury¿ replaced with ¿abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), urinary tract infection, migration of essure device location of device: right fallopian tube toward the uterus/ essure coil noted to be embedded in the body of the right uterine cornua, vaginal infection, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, pelvic pain, abdominal pain, vaginal pain¿, concomitants drugs, lab data , patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right fallopian tube toward the uterus / essure coil embedded in uterine serosa at right cornu') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, thrombocytopenia and anxiety. Current weight 132 lbs. Concurrent conditions included morbid obesity, gallstones, anxiety, depression, bipolar I disorder, gerd, uterine prolapse, bowel sounds abnormal, anesthesia, anemia, lower abdominal pain, cervicitis, hyperplasia endometrial and emesis. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2018 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, urinary tract infection, vaginal infection, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, cystitis, female sexual dysfunction and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: current weight 132 lbs. Discrepancy noted - in previous fu event allergy to metals ("nickel allergy") was reported, in current fu reported post-essure diagnosed nickel allergy? No and received treatment for allergy? Yes. Discrepancy noted - essure insertion date previously reported as (B)(6) 2012 and in current fu reported as (B)(6) 2012. Received treatment for dysmennorhea, dyspareunia, pelvic pain, abdominal pain, allergy: nickel, vaginal discharge, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Pathology test - on (B)(6) 2018: fallopian tube, right, salpingectomy: - no histopathologic abnormality - essure coil embedded in uterine serosa at right cornu (gross examination only) fallopian tube, left, salpingectomy - no histopathologic abnormality - luminal essure coil (gross examination only). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : -migraines, pelvic pain, dyspareunia, nausea,abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events "apareunia (inability to have sexual intercourse), dental problems" were added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right fallopian tube toward the uterus / essure coil embedded in uterine serosa at right cornu') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and thrombocytopenia. Current weight 132 lbs. Concurrent conditions included morbid obesity, gallstones, anxiety, depression, bipolar I disorder, gerd, uterine prolapse, bowel sounds abnormal, anesthesia, anemia, lower abdominal pain, cervicitis, hyperplasia endometrial and emesis. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2018 to (B)(6) 2018 for contraception. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, urinary tract infection, vaginal infection, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and cystitis outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, nausea and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: current weight 132 lbs. Discrepancy noted in previous fu event allergy to metals ("nickel allergy") was reported, in current fu reported post-essure diagnosed nickel allergy? No and received treatment for allergy? Yes. Discrepancy noted essure insertion date previously reported as (B)(6) 2012 and in current fu reported as (B)(6) 2012. Received treatment for dysmennorhea, dyspareunia, pelvic pain, abdominal pain, allergy: nickel, vaginal discharge, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Pathology test on (B)(6) 2018: fallopian tube, right, salpingectomy: no histopathologic abnormality, essure coil embedded in uterine serosa at right cornu (gross examination only) fallopian tube, left, salpingectomy, no histopathologic abnormality, luminal essure coil (gross examination only). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: -migraines, pelvic pain, dyspareunia, nausea,abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received ¿ new events bladder infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.